Event description:
It was reported that a small volume infusor had foreign matter. The foreign material was located either outside or inside the tubing. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between may 13, 2024 ¿ may 14, 2024. The device was received for evaluation. A visual inspection was performed, and a black particle measured to be 0.04 square mm in size was embedded in the material of the tube line. The particle was molded within the material of the tubing line and was not in the fluid path. The particle was identified to be polyvinyl chloride (pvc) material via a fourier transform infrared spectroscopy (ftir) test. Pvc is the material of the tubing line. Fragment of burnt pvc (black particle) can potentially be embedded in the material of the tubing during the manufacture of the tubing line. Burnt pvc is a byproduct of the tubing material. Based on the analysis result, the particulate matter was not in the fluid path and made of the same material as the tubing line. The reported condition was verified. The cause of the condition was related to the manufacturing process. Embedded particulate (not in fluid path) is unlikely to cause harm and does not impact the sterile pathway. Particulate outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.